Event description:
A pharmacist reported to baxter (B)(4) of a dehp free sol admin set in which "the tube of a set was found disconnected from the chamber when the nurse opened the packaging." The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Upon visual inspection, the tube was observed to be disconnected from the chamber. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be submitted if additional information becomes available. This is a product not distributed in the us and does not have a 510k number.